Event description:
It was reported that during a ptca procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad) coronary artery. The physician was attempting to direct stent and was unable to cross the lesion. The physician then pre-dilated the lesion and noted stent damage as he was going to readvance the liberte' monorail stent delivery system. The procedure was completed with another device. No patient injuries or complications were reported.

Manufacturer narrative:
Returned product analysis could neither confirm nor deny the crossing difficulty stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent and the stent had moved distally on the balloon. Visual examination of the stent on the returned catheter revealed that it had moved distally on the balloon approximately 4 millimeters. Visual examination of the stent revealed damage to the distal end. The distal stent struts were bent and stretched distally. Visual and microscopic examination of the material surrounding the stent damage did not reveal any inherent deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The exact cause of the stent damage and stent movement could not be determined. The manufacturing records for top assembly batch 8895018 have been reviewed an no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the procedural difficulties could not be determined.